Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the iab catheter ruptured and blood ingress to the unit. The fse found blood in the pim and safety disk. The fse replaced the pim, and the 30psi transducers were recalibrated. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood in helium tubing and possibly in pump. The nurse called to report a balloon had perforated and there was possible blood back to the pump. This was an axillary inserted iab catheter. The nurse stated there was no harm to patient due to this issue and patient is hemodynamically stable currently. Reference iab catheter mfg report # 2248146-2024-0000574.